Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+0.50/087 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2022. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. D4 - unique identifier (UDI)# : (B)(4), should be added to the inital MDR. B5 - "on (B)(6) 2023 the lens was exchanged with a same length/ model lens due to refractive surprise. The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2023 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4629 should be added to the inital MDR. H6 - health effect - impact code: 2199 should be removed from the inital MDR. Claim # (B)(4).